Manufacturer narrative:
Plant investigation: this is a report of a patient who experienced an increased intraperitoneal volume event. The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no issues noted. A simulated treatment was completed on the cycler without any failures or problems. The weighed and programmed displayed fill values were within tolerance. System air leak and valve actuation tests were performed with no failures noted. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced an increased intraperitoneal volume event coincident with peritoneal dialysis therapy. Upon review of the patient¿s treatment information, it was discovered that the patient drained 3988ml during drain one of therapy which was about 200% of their prescribed fill volume of 1998ml. It was noted that the patient had properly completed their previous peritoneal dialysis treatment leading up to the event. It was further explained that the patient occasionally performs a manual fill and drain every few days. During follow up with the peritoneal dialysis registered nurse, the cause of the increased intraperitoneal volume event was unknown. The patient did not experience any symptoms or require any medical intervention as a result of the iipv event. The patient cancelled their treatment and started therapy over with new supplies. The patient was able to complete peritoneal dialysis therapy without further complications. The patient was advised to discontinue use of the cycler and to notify their clinic of the event. The patient continued their manual treatments until a replacement cycler was delivered. The patient has recovered from the event and continues with peritoneal dialysis therapy. Additional information was requested but was unavailable.